Manufacturer narrative:
The device was evaluated only for a drainage issue complaint as the information received about this serious injury was not available at the time the device was received by baxter. The evaluation results for the drainage issue is as follows: the device was received operational and in good condition. The reported difficulty of draining very slow was confirmed by review of the device therapy logs. The device was forwarded to the service department. A service history review, a device history review, and an event history review will be performed and a follow-up report will be submitted upon completion of these reviews.

Event description:
The home patient's (hp) caregiver (cg) contacted baxter's technical service center in 2008 to report a low drain volume alarm on the homechoice (hc) machine in drain 2 of 5. The drain volume at the time of the call was 139 ml. The programmed fill volume is 300ml. The technical service representative (tsr) had the cg adjust the hp's position several times but the drain volume would not increase. Per the cg, the hp's diaper was wet. The tsr informed the cg that options would be to bypass or stop therapy. The cg chose to contact the nurse for instruction. On the following month, baxter product surveillance placed an outbound call to the hp's nurse. The nurse indicated that the hp was taken to the hospital on original date after his mother (cg) called 911, due to the hp having difficulty breathing. The hp was admitted to the hospital the same day, with "peritoneal fluid" in his lung. The hp is an mentally disabled pt who is unable to verbalize when he feels full. A drainage tube was placed to drain the fluid in the hp's lung and on the following month, the hp had a surgery in an attempt to seal the leak he developed. The nurse indicated that the hp's mother was instructed not to bypass when the hp received low drain volume alarms. During a follow-up call with the home patient's (hp) nurse six days later, the nurse indicated that the prescribed fill volume was changed from 300ml to 500ml on the date of the incident and the therapy involved was the first therapy the hp had after this change. The nurse also indicated that the patient's therapy is set to low fill mode. The nurse also stated that the hp has been doing well post-surgery, producing a lot of urine. The nurse then indicated that the hp has not been dialyzed since the incident and his blood urea nitrogen and creatinine levels are being monitored and are acceptable. Per the hp's nurse, the hp is doing well. During a follow-up call with the home patient's (hp) mother the same day, the mother indicated that she received a low drain volume alarm during drain 2 of the involved therapy and bypassed this alarm. The mother did not have any further information and was unable to recall any further details involved in this incident. The hp's mother did indicate that the hp is doing well post-surgery and was to resume peritoneal dialysis.